Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. It is probable that the reported error code message was caused by increased fiber output or increased temperature leading to the circumferential fracture thus confirming the as reported event. The device passed a signature verification test and no issues were noted with the connector, tabs or segments. During functional evaluation, the fiber was tested with the hene (helium-neo) laser fixture. The testing conducted showed the aim beam was at output window as intended. Based on the observed circumferential fracture a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The circumferential fracture likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during photo selective vaporization procedure of prostate, there was an error code message displayed on the console screen after 50,000 joules of fiber use. The error code message displayed indicated that the fiber was expired. A second fiber was selected to continue with the procedure and the case was completed without patient complication. The fiber was returned and analysis found the glass cap has a circumferential fracture on the distal side of the fiber/cap. The potential for forward firing exist.